Manufacturer narrative:
Device evaluation: returned device was received in fair condition with minor scratches on enclosure. During the evaluation the device did not power on. The customer reported condition was confirmed. Problem source is unknown.original DHR is no longer applicable as device was manufactured in 2006. Previous and current service test records are attached; all tests passed. Last service is deemed unrelated.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had was not "not alarming out loud". No adverse effects were reported.